Event description:
It was reported that patient had an advance sling. An artificial urinary sphincter was implanted for unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.